Event description:
On (B)(6) 2010, pt reported seeing small 'champagne bubbles' of moisture inside of the infusion device chamber. Pt stated these bubbles are not inside of the insulin cartridge. Pt reported the moisture was minimal. Assisted pt with removing the insulin cartridge, drying out the cartridge chamber with a cotton swab and reinstalling the insulin cartridge. Pt reported the chamber appears to be completely dry. Pt was able to successfully re-prime the infusion set and return the infusion device to run mode. On f/u call on (B)(6) 2010, pt reported the moisture is no longer apparent in the cartridge compartment. He stated "one of the rubber pieces or o-rings on the cartridge had a little twist in it or a definite u-shap which caused the moisture to get into the compartment". No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.